Event description:
The customer obtained false positive vitros anti-(B)(6) results on a single pt tested on (B)(6) 2009 on a vitros eciq. A second sample tested on (B)(6) 2009 was negative and believed to be the correct result. Biased results of the direction and magnitude observed could lead to inappropriate physician action. A corrected report was issued. There were no allegations of harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation determined that a false positive anti-(B)(6) result was obtained from a single pt sample using vitros anti-(B)(6) reagent, lot 1650, on a vitros eciq system. The definitive root cause could not be determined as critical pieces of information to evaluate vitros system performance and sample handling were not available from the customer. The root cause is unk.